Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, incident yesterday involving a lap optic and light cable in conjunction with our 4k endo tower. When the optic was removed, the patient's sterile drape burned through the light cable connector, and the patient also sustained a burn in the thigh area.

Manufacturer narrative:
The device tower could not be inspected as it was not returned. It has been conclude that the product been repaired by a third party. The marking on the eyepiece bridge is outside the defined adjustment range. Furthermore, there is no longer any desiccant in the form of desiccant beads behind the eyepiece, which are installed as standard in ks optics. During refocusing, a deviating rod lens system was detected that does not comply with the ks standard. The lens installed is not a ks original product. There is a repair mark on the shaft from a repairer not authorized by karl storz. The image quality is blurred and shadowy around the edges. The entire image is cloudy and blurred. No deviations or damage were found on the light cable 495ncsc. The cable complies with the currently valid specifications. Due to the external repair and the non-standard components installed by a third party, the optics examined no longer comply with ks standards. The heating and burning of the patient reported by the customer may be related to the third-party repair. Furthermore, it is prohibited and described in the accompanying IFU to place the connected light cable with the optics connected on the patient or near combustible material. The cause lies in a repair that was not carried out in accordance with the ks standard. The event is filed under internal karl storz complaint ID: (B)(4).